Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal end. The instrument was found to have a loose grip cable at the distal end. The instrument has broken grip cables at the proximal end. As a result, the grip cable became loose. The instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed electrical continuity. No signs of thermal damage were observed. The instrument was found to have damaged conductor wire insulation at the distal end. The wires were exposed. There was no thermal damage and no missing material. Additional observation not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure.